Manufacturer narrative:
Due to characterization limit- e1: (contact person name)- (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID- (B)(4).

Event description:
It was reported by customer that during use the unknown getinge balloon (intra aortic ballon) had inflation error. No consequences for the patient.